Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, a vessel dissection occurred, which was repaired with a stent. The lesion being treated was a non calcified, 99% stenotic lesion located in the mid-to-distal superficial femoral artery (sfa). The reference vessel diameter was 4mm and there was no tortuosity noted in the sfa or iliac artery. The physician used a 6f introducer sheath to access the lesion from the left groin up-and-over to the right side. No thrombus was noted. The physician advanced a 2.00 solid crown, 70 micron diamondback device over a firm viperwire until the crown was 2cm proximal to the target lesion. He spun the crown at 100k rpms for 30 seconds and at 120k rpms for 30 seconds without difficulty. Follow-up angiogram demonstrated that the target lesion had approximately 25-30% residual stenosis. The physician positioned the crown proximal to the lesion and attempted to spin at 160k rpms, but the crown would not spin after 2 seconds and a sound like an air leak came from the handle. All tubing connections and position of the crown were checked and a second attempt was made, but again the device did not spin. An attempt was made to remove the device from the body, but it became lodged and wouldn't come out. Fluoroscopy demonstrated that the crown was about 1-2cm distal to the end of the sheath and would not come back any further. Guide wire position was maintained by placement of another guide wire. The introducer sheath, diamondback device and viperwire were then removed as a unit over the ao bifurcation and out of the arteriotomy on the left. Tissue was noted on the diamondback crown. Another 6f introducer sheath was placed and follow-up angiography demonstrated flow only to the proximal 6 or 7cm of the sfa on the right. The physician performed angioplasty with a 4mm balloon from the proximal sfa down past the original target lesion. Flow was restored, but remained somewhat sluggish. The target lesion looked good. Two tissue flaps were noted in the proximal sfa, so the physician placed a 5x60 stent which left the vessel widely patent with improved flow. The patient developed a large hematoma in the left groin where the device and sheath had been removed, but this was expressed out. The distal pulses were positive by doppler. The patient was doing well the next day with good signals in both feet.